Manufacturer narrative:
The investigation did not identify a product problem. Based on the available data, a general reagent issue could be excluded. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result was 139.6 pg/ml. The sample was repeated twice and the repeat results were 247.2 pg/ml and 422.6 pg/ml. The repeat results were deemed falsely elevated.